Event description:
Procedure type: lower anterior resection/double stapling. According to the reporter: the surgeon states that re-operation had to occur. The staples did form a proper "b" shape, but the tissue right next to the staple line had a hole through all the layers at re-operation. Anastomosis was checked at original surgery using betadyne and air. No intra-operative leak detected.

Manufacturer narrative:
(B)(4).